Event description:
Per study adverse event form, this device was removed due to ongoing pain and discomfort at the implant site. There are no complaints associated with this device. This device was discarded by the hospital.